Event description:
Unit was overrunning causing significant extravasation to the patient's knee. This is one of two incidents reported by this facility with this unit. No information was provided by either contact regarding the patient's knee.